Event description:
The pt (weighing (B)(6)) was sitting on the shower chair (rated for 350 lbs) when the leg of the shower chair began to bend and buckle. The pt was being assisted by hosp staff member who was able to get the pt into a standing position and avoid fall or injury. The staff member removed the chair from service. Bar code: (B)(4).